Event description:
It was reported that a keepsafe fall monitor alarm model 8350 may have no tone, may have intermittent flickering of led lights and or may not have power. No specific product issue given. No patient injury reported.

Manufacturer narrative:
Evaluation results: inspection of the alarm unit shows that the battery door is damaged and it has intermittent tone with or without sensor pad plugged into it.